Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, an off label avp2 was attempted in the mitral valve position between 2 previous mitraclip implanted however, the patient was not an ideal mitraclip candidate but was non- surgical and had no other alternatives but to attempt mitraclip. Following the procedure, severe mr (mitral regurgitation) remained and the patient remained in a near cardiogenic shock state. On (B)(6) 2019, there was an attempt to place an 22mm amplatzer vascular plug ii between the 2 mitraclip. A plug (batch number: 701807) was deployed between the clips however, dislodged prior to being released. The plug was re-sheathed and removed and was exchanged for 18mm amplatzer vascular plug ii (batch number: 6996646). The second plug was attempted to implanted but was unsuccessfully placed. The 22mm amplatzer vascular plug ii (batch number: 701807) was re-introduced and deployed and appeared to be in good position. An echocardiogram was performed and a decrease in mr was noted however, increase in the patient's blood pressure was reported. With in minutes of successful deployment of the 18mm amplatzer vascular plug ii the device embolized into the left atrium (la) and it was decided to leave the device in the la. Post procedure the patient was transferred into palliative care in the ccu (cardiac care unit). (B)(4).

Manufacturer narrative:
An event of off-label use of the amplatzer vascular plug ii, device dislodgment, increase in the patient's blood pressure and embolization of the device was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined please note, per the instructions for use, artmt100092325 revision b "the safety and effectiveness of this device for cardiac uses(for example, patent ductus arterious or paravalvular leak closures) and neurological uses have not been established.

Event description:
Correction: on (B)(6) 2019, an off label avp2 was attempted in the mitral valve position between 2 previous mitraclip implanted however, the patient was not an ideal mitraclip candidate but was non- surgical and had no other alternatives but to attempt mitraclip. Following the procedure, severe mr (mitral regurgitation) remained and the patient remained in a near cardiogenic shock state. On (B)(6) 2019, there was an attempt to place an 22mm amplatzer vascular plug ii between the 2 mitraclip. A plug (batch number: 701807) was deployed between the clips however, dislodged prior to being released. The plug was re-sheathed and removed and was exchanged for 18mm amplatzer vascular plug ii (batch number: 6996646). The second plug was attempted to implanted but was unsuccessfully placed. The 22mm amplatzer vascular plug ii (batch number: 701807) was re-introduced and deployed and appeared to be in good position. An echocardiogram was performed and a decrease in mr was noted however, increase in the patient's blood pressure was reported. With in minutes of successful deployment of the 22mm amplatzer vascular plug ii the device embolized into the left atrium (la) and it was decided to leave the device in the la. Post procedure the patient was transferred into palliative care in the ccu (cardiac care unit).